Manufacturer narrative:
An event of calcification, stenosis and death was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated that the valve had been implanted for over 7 years and the patient had a medical history that included coronary artery disease, hypertension, hyperlipidemia, right nephrectomy, calcification, stenosis.

Event description:
On (B)(6) 2011, a 21mm trifecta valve was implanted without pledgets using simple interrupted sutures. A tte performed on (B)(6) 2018, noted valve stenosis with thickened and moderately calcified leaflets. Mean pressure gradient was 51 mmhg. No further treatment was required. On (B)(6) 2018, seven years following valve implant, the patient was found inanimate at home and the physician concluded the patient expired due to cardiac arrest. The patient expired at home unwitnessed and no autopsy was performed. The patient had a history of coronary artery disease, hypertension, hyperlipidemia, right nephrectomy, calcification, stenosis. (Clinical study patient ID: (B)(6) - trifecta durability study, document: (B)(4)).